Event description:
Ventilator was running on patient in simv mode, then unit lost power and then turned itself back on. Ventilator was removed from patient and put on another ventilator. Ventilator was brought to the biomed department for evaluation. Biomed ran unit for approximately 24 hours and could not duplicate reported failure. Biomed will continue to investigate and report finding, if any, to siemens medical. Front panel settings are available. No patient injuries.